Event description:
Event description cpi received information that this patient with an endotak transvenous defibrillation lead and implantable cardioverter defibrillator (ICD) was experiencing inappropriate shocks. The physician elected to perform an invasive procedure to remove from service the rate sensing portion and implant new rate sensing leads, the ipg was also replaced at this time.